Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "bad speaker" was confirmed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the detached speaker from rear case. The rear case requires to replace to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had bad speaker found during testing in the biomedical service department. There was no patient involvement. No additional information is available.